Manufacturer narrative:
The handpiece was received at the MFR for service. The device was given to a qa engineer for further investigation. A sample was taken from the device for analysis. A f/u report will be submitted after the quality investigation has been completed.

Event description:
It was reported that the handpiece was suspected to have leaked while the equipment was being tested. There was no pt involvement. There were no adverse consequences reported as a result of this event.